Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an overheating message was displayed and the system shut down. Before contacting technical support, the user swapped out the system. The system was not connected to onsite, so logs were not available. The procedure was aborted to another da vinci with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fe contacted the clinical sales representative (csr). Fe was able to check logs and found error 857 and 833 in the error logs that indicated the high temperature warning. Fe went on site and did a hard power cycle and confirmed that system booted up without errors. Fe cleaned the fan filter at the vsc base. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.